Manufacturer narrative:
The cartridge instructions for use states: "attach only tandem infusion sets with a t:lock connector to the cartridge. Failure to do so may result in over delivery or under delivery of insulin and may cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent, ongoing blood glucose (bg) levels in the 200-600 mg/dl range with unknown cause. The customer addressed for the elevated bg by administering correction boluses via the pump and manual injections. Tandem clinical diabetes specialist (cds) met with the customer and determined that the cause of the ongoing high bg levels was because the customer was using accu-chek infusion sets with a luer lock connector, in combination with cartridges with t:lock connectors. The customer was informed that t:lock cartridges need to be used with infusion sets that have the t:lock connector.